Manufacturer narrative:
B3-date of event is unknown. Additional information will be provided once available.¿ the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b32 occurs, no image, the fibre bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction was traced to a broken video cable. Error b32 occurred, and therefore no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope, gynecologic had deteriorated image/ image cuts out during the procedure. There were delay of procedure. There were no reports of patient harm.